Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The file number for this l2 complaint is (B)(4). (B)(4). 8015 unit. Customer (B)(4) called in for help after he replace main battery on 8015 unit then he ran to recondition test and it fails. I explained to customer when replace battery on the unit he should let unit charge for 8 to 12 hours before doing anything on the unit. Then if he wants to run the battery condition test he can do so but if it is the battery issue then he is looking at either the power supply board and could lead to the logic board which is the main board on the unit. Confirm parts for both boards to customer.